Event description:
Healthcare professional reported right side "moderate amount of fluid peri-implant to the right", "capsular contracture" baker grade ii/iii, "local acute inflammatory/infectious process" and "small and rare cysts." The device has been explanted and discarded.

Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection (late onset), seroma - late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "moderate amount of fluid peri-implant to the right", "capsular contracture" baker grade ii/iii, "local acute inflammatory/infectious process".